Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including sepsis, infection, severe pain and underwent surgical intervention. The instructions-for-use supplied with the device lists pain and infection as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that, in or around 2020 the patient underwent hernia repair surgery for implant of non -bard mesh. It is alleged that in (B)(6) 2022 the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. Attorney alleges that, on (B)(6) 2022 patient was admitted to hospital with concerning signs and symptoms, including sepsis, which necessitated multiple procedures. It is alleged that, patient had sustained significant injuries, including infection, sepsis, numerous surgical procedures, and prolonged and severe pain, which require ongoing medical and surgical care and treatment.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including sepsis, infection, severe pain and underwent surgical intervention. The instructions-for-use supplied with the device lists pain and infection as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note, the date of implant (B)(6)2022) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, d.6a (medical device implant date), d.6b (medical device explant date), g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event), d1 (medical device brand name), d4 (medical device catalog #), g2, g4 (PMA / 510(k)#). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that, in or around 2020 the patient underwent hernia repair surgery for implant of non -bard mesh. It is alleged that in (B)(6) 2022 the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. Attorney alleges that, on (B)(6) 2022 patient was admitted to hospital with concerning signs and symptoms, including sepsis, which necessitated multiple procedures. It is alleged that, patient had sustained significant injuries, including infection, sepsis, numerous surgical procedures, and prolonged and severe pain, which require ongoing medical and surgical care and treatment. Addendum per amended legal claim: attorney alleges in or around 2020 the patient underwent hernia repair surgery with a non-bd/bard mesh and in (B)(6) 2022 the patient underwent further surgery with implant of an unspecified ventralight st mesh. It is alleged that the patient experienced concerning sign and symptoms on (B)(6) 2022 including right lower abdominal pain, cellulitis, sepsis, acute renal failure, purulent discharge and necrotic abdominal wall abscess at the hernia mesh surgical site thereby underwent repair of excisional abdominal wall tissue necrosis. It is also alleged that on the next day (B)(6)2022), the patient underwent further excisional surgery of necrotic skin, subcutaneous fat, external oblique fascia, primary repair of ventral hernia and removal of infected mesh. It is alleged that the patient remained in ICU for several days while being treated for sepsis, imaging showed fistulous tracts thereby continued IV antibiotics, wound care and was discharged on (B)(6) 2022 with an ostomy and wound vac. It is alleged that the patient has been left permanently disabled, undergone multiple surgeries, extensive treatment and continues to experience pain. It is also alleged that the device was defective.